Event description:
It was reported that this implantable cardioverter defibrillator (iwcd) was explanted due to a product performance issue. A replacement procedure was performed where the right ventricular (rv) lead was explanted due to advisory and this ICD was successfully replaced. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned. Additional information was received that this device did not exhibited any malfunction and was explanted due to the advisory on this lead. No adverse patient effects were reported.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (iwcd) was explanted due to a product performance issue. A replacement procedure was performed where the right ventricular (rv) lead was explanted due to advisory and this ICD was successfully replaced. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned.